Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "bilateral capsular contracture[baker grade IV], hardness, and pain," the implant has "collapsed," it has "folded over," the implant is "bulging out to the side," and their "nipple is at the bottom of the implant," and "expressed concern about bia-alcl". Patient additionally reported they "were diagnosed with kidney disease since having the implants,"; this event is not device related. This record is for the right side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6b, g.1, g.2, h.6.